Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect component for investigation. An evaluation of the main printed circuit board assembly could be confirmed and duplicated. The pt 802 was failing. This issue will be internally investigated within vyaire.

Manufacturer narrative:
Vyaire medical complaint number (B)(4). At this time, vyaire medical has not received the suspect device/component from the customer for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that the ventilator auto triggered and provided irregular ventilation. The tidal volume was out of range. The customer performed the transducer calibration and all transducers passed. There was no patient involvement associated with this issue.